Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or until the time of death. The cause of death was unknown. It was not reported whether an autopsy was performed. It was not reported if peritoneal dialysis (pd) therapy was ongoing until the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A review of the event history log revealed there were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. During visual inspection, no issues were found and a power on self-test was successfully performed. A one hour therapy was successfully performed. The device was serviced and passed all checks and calibration tests successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unknown date in 1998. A device history review indicated manufacture of the device was not related to the reported issue. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.